Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning and impedance that was high and had increased since implant, along with high threshold measurements were similar in both unipolar and bipolar. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event product summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The trend data shows ventricular lead alert on (B)(6) 2012. Ventricular impedance at implant was 687 ohms with a lifetime maximum impedance of 4336 to 431 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2007 (B)(6). (B)(4).